Event description:
The device was used during a thoracoscopic lung resection. Reportedly, the instrument was diffisult to open. The surgeon performed a laparotomy and add'l tissue was resected to complete the procedure. The hosp has reported the pt's condition is satisfactory.